Manufacturer narrative:
On an unreported date (reported as ¿a month ago¿), the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown; further described by the patient as due the pd catheter "tube" also clarified as the tube that goes directly into the patient¿s stomach and not the baxter transfer set, however, the patient could not confirm this as the cause. On unreported date(s), the patient was hospitalized for the peritonitis and the patient began treatment for the event with unknown antibiotics (doses, frequencies, and routes not reported). On an unknown date, the patient¿s pd catheter was removed due to the peritonitis and the patient was placed on in-center hemodialysis (hd) therapy. At the time of this report, the patient remained on hd therapy. The patient stated that they will be replacing the patient¿s pd catheter device next week (date unspecified) and the patient is hoping to return to pd therapy in a few weeks. At the time of this report, the patient was recovered from the peritonitis event (recovery date unspecified). No additional information is available.